Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0pq90, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28 lot# va0pq90 was included in the system report and does not apply. Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's health care professional (hcp), could not get a reading on their heart monitor. The patient reported that their implant and lead were explanted in 2016 because they caused more trouble, painful and too much bowel movement. No further complications were reported.